Manufacturer narrative:
(B)(4). Date sent: 08/05/2025 d4: batch #150d70 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload (a) loaded on the device. The reload was received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. Additionally, two reloads (b & c) were received fully fired. Upon analysis, the jaws and closure trigger were noted in the close position. It was pushed the red manual knife reverse switch downward to reverse the knife motion and it was squeezed the firing trigger, completely until it rests on the closing trigger. It was pressed the anvil release button and the knife was returned to the home position as expected. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. The returned device and reload (a) were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. Additionally, provided photographs depict a device viewed from the top at 35 mm, with the battery pack installed, the closing trigger and anvil in the closed position, and a reload engaged in the device. The images also include two reloads with the retainer loaded, along with packaging, as well as a 45 mm reload with the retainer loaded and packaging. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 150d70, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 07/23/2025. B3: only event month and year known: july 2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the staples malformed after firing. Changed to a new one to continue the procedure but the same problem happened again. They used suture to oversew. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 08/01/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.